Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent an extensive laparoscopic lysis of adhesions, and laparoscopic ventral hernia repair with mesh. The patient developed seroma abscess and sub-mesh abscess. She had revision surgery 1 year post-surgery. During the post-operative surgery, she underwent a laparotomy exploratory open repair of mesh, small bowel resection, and lysis of adhesions. The patient developed a small bowel obstruction with incarcerated hernia with extensive adhesions requiring small bowel resection related to patient¿s adhesions, not operative complication. The patient experienced additional surgery, adhesions, bowel obstruction, bowel removal, infection, revision, sepsis, and neuroma.

Manufacturer narrative:
Additional info: a4, b5, b7, h6 (patient codes, imf code, device code, ime e2402: "ileus"). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral hernia. It was reported that after the implant, the patient experienced perforation, ileus, abdominal wall fluid, defective mesh, mental pain, physical pain, suffering, disability, impairment, loss of enjoyment of life, mesh not incorporated, seroma, abscess, small bowel obstruction, infection, sepsis, neuroma, exposed mesh, chronic drainage, mesh failure, and adhesions. Post-operative patient treatment included medication, revision surgery, open repair of mesh, small bowel resection, exploratory laparotomy, lysis of adhesions, irrigation/drainage of wound, and mesh removal.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral hernia. It was reported that after the implant, the patient experienced defective mesh, mental pain, physical pain, suffering, disability, impairment, loss of enjoyment of life, mesh not incorporated, seroma, abscess, small bowel obstruction, infection, sepsis, neuroma, exposed mesh, chronic drainage, mesh failure, and adhesions. Post-operative patient treatment included revision surgery, open repair of mesh, small bowel resection, lysis of adhesions, irrigation/drainage of wound, and mesh removal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral hernia. It was reported that after the implant, the patient experienced seroma, abscess, small bowel obstruction, infection, sepsis, neuroma, exposed mesh, chronic drainage, mesh failure, and adhesions. Post-operative patient treatment included revision surgery, open repair of mesh, small bowel resection, lysis of adhesions, and irrigation/drainage of wound.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.